Event description:
The device tore during the procedure. The customer cut-off the torn portion from the graft and completed the surgery.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.